Manufacturer narrative:
A review of the manufacturing records for the device verified the lot me all pre-release specifications. (B)(4).

Manufacturer narrative:
A review of the manufacturing records for the device(s) is being conducted. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement. Concomitant medical products: patient medications include but are not limited to: acetaminophen 500mg; aspirin 81mg; lipitor 20mg; coreg 3.125mg; vitamin d 2000 units capsules; plavix 75mg; co q-10 300mg; fluticasone; neurontin 100mg and 400mg; bactroban 2% ointment ; paxil 40mg; theragram multi-vitamin;

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment of an abdominal aortic aneurysm (aaa) and a right common iliac artery aneurysm (rciaa), with gore® excluder® aaa endoprostheses. The patient tolerated the procedure with no reported endoleak or complications. On (B)(6) 2016, the patient underwent re-intervention for reported disease progression and growth of the rciaa to approximately 4.5 cm distal to the gore® excluder® contralateral leg component originally placed in the right common iliac artery (rcia). Computed tomography showed no visible sign of endoleak and device seal appeared to have been maintained in the rcia. The rcia artery was treated with an additional gore® excluder® aaa endoprostheses in order to maintain patency to the right internal iliac artery and a 9mm atrium icast¿ stent was placed from the arm and bridged the contra gate of the bifurcated graft into the right internal iliac artery. The final result was successful treatment of the diseased segment distal to the initial endograft along with successful perfusion maintained to the right internal iliac artery. The patient tolerated the procedure well and is doing fine.